Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found that the tip was misaligned. It was also found that there were cracks in the yellow seal rubber, the grey seal rubber was discolored and there was rattling in the cap. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided

Event description:
The customer reported that the tip of the sheath was misaligned. There were no reports of harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information was requested from the customer but the customer responded with no further information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Based on the results of the investigation, root cause of the reported damage is consistent with wear from use over time and excessive mechanical force being applied. However, specific root cause could not be determined. The issue can be detected/prevented by following the instructions provided in: the instructions for use, chapter 4 before use ¿ warning infection control risk - properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing - inspecting the product - visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end - visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning - risk of injury - impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product - if the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor field performance for this device.